Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and the analysis was inconclusive. The device lasted 65% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. There was an opening in the anode separator enclosure and lithium material near the cathode tab.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and the analysis was inconclusive. The device lasted 65% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. There was an opening in the anode separator enclosure and lithium material near the cathode tab.

Event description:
The device was removed due to elective replacement indicator (eri) and returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.